Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative advised the caregiver to end therapy. The patient would drain with manual supplies. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed using magnification and no issues were noted with the device. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. No issues were observed during this testing. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.